Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 932 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 460 mg/dl. The customer reported that she was tired and agitated and her heart was racing. The customer was shipped a tubing clamp in order to complete troubleshooting. The insulin pump was not replaced or returned for analysis.